Manufacturer narrative:
Concomitant medical products: 8835 pump activator; 8637-40 neuro pump implanted: (B)(6) 2015; 8780 catheter implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited intermittent undersensing on atrial tachycardia/atrial fibrillation (at/af) episodes. The lead remains in use. No patient complications have been reported as a result of this event.